Manufacturer narrative:
(B)(4). Final analysis found that the right ventricular setscrew was stuck in the connector block, as received. Epoxy found in the connector block threads prevented removal of the setscrew. (B)(4).

Event description:
It was reported that during the implant procedure, the physician accidentally stripped the setscrews when attempting to tighten them. The device was no longer used and a new device was implanted without issue. The patient would be monitored with regular follow up.